Event description:
There was complication of fracture of the guidewire with the distal tip being retained in the right coronary artery. This occurred with removal of the guidewire and balloon and guiding catheter. FDA safety report ID# (B)(4).